Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Difficulty was encountered during advancement of the stealth orbital atherectomy device (oad) through the insertion sheath. The oad was eventually able to be advanced to treat the popliteal artery, but the oad became stuck during advancement to the superior femoral artery (sfa). The oad was manually removed by pulling. Treatment of the sfa was aborted, and the patient was staged for a future bypass procedure.